Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. It was further noted that the dislodgement seemed to be due to excessive slack of the ra lead shown by x-ray. The lead was reprogrammed and later re-positioned and remains in use. No patient complications have been reported as a result of this event.